Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having trouble with their symptoms. Pt said their peeing had been bad and they were having good luck with the intestim helping their bladder until they started having trouble with bowel blow outs. Pt said they were scanned and they only had "7 cc" (of urine) but at night time was when the patient had trouble and they had to catheterize themselves and they were still having bowel issues. Pt said they were having "blow outs" and they were having a lot of air in their bowel movements and it was wetting their underpants. Patient said this was the reason they saw medtronic representative, john, yesterday and representative changed some programs around. Pt said they had 7 programs but there were only 2 that were working so the rep added in program a-d. Rep had patient set on program a at 3.5v and pt went up to 3.6 v and the pt didn't have a stool the "other day" so they called their primary doctor about this and pt only had a little stool today but program a was hurting at the "top of the butt" when patient was walking. Pt said when they came home yesterday it felt like they were "blowing up and getting binded and had a lot of trouble with their lower intestines because they had scar tissue on them". Pt said so then they called their hcp to ask their managing physician what to do. Hcp told pt to go back to program 1 at 1.6v, pt said they did this and they were currently on p1 at 1.6v and was instructed to stay there until their stool started getting better. Pt said the dr. Told them to stay on p1 for a while and then told pt they could go on program b next. Pt said that mdt rep said they would call pt on tuesday to see if this was what the mdt rep also recommended. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that yesterday when they came home they felt like they were blown up and that they had scar tissue in their lower testicles. Patient also said that at night time they had trouble and a couple times they went and made sure they emptied all of their stool but they started having blowouts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.